Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 25.2 mmol/l. The customer was treated with manual injection. The customer stated that when she does change the basal rates on the pump it locks up and it will not let change the basal rates. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unable to test basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding noted. No unlock connector noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.